Event description:
Customer reported the insulin pump shut off twice in a three months span and it alarmed failed battery test. Customer also had issues with transmitter and sensor connectivity. Customer did not recall blood glucose level. Customer state event occurred about three weeks before thanksgiving. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.